Event description:
Peripheral IV was started and IV tubing (already flushed with saline.) Was attached to IV catheter. When IV tubing was unclamped IV fluid would not infuse. Respositioning of catheter no change. IV was moved and restarted; again IV would not infuse, so nurse checked for flow when not connected to IV catheter absoultely no flow. IV tubing had not been inappropriately manipulated when set up.